Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity) multiple times during an unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h11:the device was received for evaluation. During functional testing, the reported problem of 'thermal disparity error happened multiple times' was not reproduced. However a review of event history log revealed 'system error 345 -thermistor disparity' messages. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified through event history log review but no component issue was identified.the ultrasonic sensor will be replaced as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.